Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that ems was called to assist the customer due to a low blood glucose of 40 mg/dl. The patient had been unable to sleep due to the hypoglycemia. When ems arrived his blood glucose was 65 mg/dl. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.